Event description:
A report was received through the edwards lifesciences implant registry indicating the patient expired sometime after receiving a 23mm sapien transcatheter heart valve. Additional information was received from the implant physician's office indicating the causes of death for this patient were hemorrhage and respiratory failure. Per the operative report received, this patient underwent a right transfemoral transcatheter aortic valve replacement (tavr) procedure. The 23mm sapien valve was replaced easily. During the case, there was a vascular complication that required stent placement. However, the patient's postoperative condition was deemed satisfactory. No additional information has been provided. This is one of two reports being submitted for this event, please reference manufacturer report no. For vascular complication.

Manufacturer narrative:
In this case, a device history record (DHR) review is not required as there was no allegation of product malfunction. There are multiple potential etiologies for respiratory failure, including exacerbation of underlying copd, volume overload, infection/ pneumonia, and chf. Any episode of respiratory failure in the postoperative period suspected to be related to the bioprosthetic valve would mandate an echo to evaluate the valve function. If the respiratory failure was related to valve dysfunction, i.e. Severe pvl and/or central leak, it would require re-intervention. In this case, the exact cause for the respiratory failure cannot be determined. Per report, the valve was successfully implanted and the patient left the operating room in stable condition. There is no evidence that suggests the valve malfunction post-operatively. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required. This is one of two reports submitted for this event, please reference manufacturer report no. 15691-2012-18576 for the vascular complication.